Event description:
The third party service agent contacted physio control to report that their customer device gave an "abnormal energy delivery" message, which could result in wrong or inappropriate defibrillation therapy being delivered. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
The device could not be repaired due to the obsolescence. Root cause could not be determined. The device was removed from service.

Manufacturer narrative:
A third party service agent performed initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer device gave an "abnormal energy delivery" message, which could result in wrong or inappropriate defibrillation therapy being delivered. There was no reports of patient use associated with the reported event.